Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no samples or pictures have been received for investigation. DHR cannot be reviewed since lot number is unknown. Since no lot number is available no retained samples can be evaluated. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process and according to procedure jg-500, value limits for 30ml ll syringes are reference value: 3,5mg, maximum value: 12mg. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). The failure modes and effects analysis for processes ar-2d03 rev.5 plastipak syringes 30ll assembly, is reviewed and this failure is adequately assessed. Root cause description: since lot number is not available and no samples have been received for investigation, no further investigation can be performed and the alleged defect cannot be confirmed. Rationale: since no defect can be confirmed no action is taken.

Event description:
It was reported that silicon was found in the bd plastipak¿ luer-lok¿ syringe during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter, "customer inquiring if bd manufacturing process has changed over the past 6 months in relation to silicon on the range of bd plastipak luer lock syringes. It has been noted the presence of silicon in the compounded product by the aseptic unit in pharmacy."